Manufacturer narrative:
Most recently, this rv lead has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Manufacturer narrative:
Final analysis could not confirm or deny the device characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead had been unsuccessfully attempted for implant. This rv lead had been implanted at the existing rv access pointwhere an additional lead was already present, which then resulted in subclavian crush of this lead. Pace impedance was noted at greater than 2,000 ohms. This issue was observed prior to pocket closure, and there were no reported adverse patient effects. A new lead of the same model was implanted in a new rv access point with resulting measurements within normal limits.